Event description:
It was reported that during implant of the right ventricular (rv) lead there was high pacing impedance. It was determined that the lead helix had not been extended far enough, and upon fully extending it, the impedances were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.